Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope failed in the automatic endoscope reprocessor (aer) as it is not patient safe. There were no reports of patient involvement.